Event description:
It was reported that patient underwent a revision surgery of his inflatable penile prosthesis (ipp) as the device stopped working. A hole was found in the reservoir at revision procedure. Removed and replaced the reservoir only. No information about the patient outcome is available at the moment. Additional information was requested, however, no further information was available.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that patient underwent a revision surgery of his inflatable penile prosthesis (ipp) as the device stopped working. A hole was found in the reservoir at revision procedure. Removed and replaced the reservoir only. No information about the patient outcome is available at the moment. Additional information was requested, however, no further information was available.